Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were random spikes and lead noise observed on the electrocardiogram. An rv lead fracture was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited high threshold and impedance measurements. It was further noted that there were "abnormal electrocardiogram characteristics." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.